Manufacturer narrative:
(B)(4). Batch #u5ax0m. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted.

Event description:
It was reported that during a vats lobectomy, while using a pve35a to transect the pulmonary vessels, the doctor fired the first reload successfully on the pv. When he attempted to release the anvil, he felt the anvil release button was very loose compared to usual. Although the doctor was able to release the anvil, he was not comfortable in using the same stapler. Therefore, he opened a new pve35a to successfully complete the surgery. Surgery was not delayed and no fragments were generated. There were no patient consequences.